Event description:
A consumer reported following bilateral intraocular lens (iol) implant procedures, her eyes became inflamed. She had to use drops for several weeks. She also stated that the membrane had fluid in it last month, for which she also needed treatment. She stated that she now has a torn retina. Postoperatively, she experienced several eye infections that required an additional eight weeks of topical eye drops. Additional information was requested. There are two manufacturer reports associated with this event.

Manufacturer narrative:
Product evaluation: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
A completed questionnaire was received on (B)(6) 2015. (B)(4).